Event description:
It was reported multiple bedsides located on the 3rd floor were not connecting to the central station, possible issue with the switch. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Analysis was performed by a remote service engineer (rse) which included interviewing the customer who then refused remote support and requested a technical consultant onsite. The customer then cancelled service all together stating it was no longer required. The product malfunction was unable to be confirmed. A good faith effort (gfe) response stated it could not be confirmed whether the issue was a customer supplied network and if two different clinical units and departments were affected. Based on the information available in the case, the cause of the reported problem was unable to be confirmed since the customer refused service. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.